Manufacturer narrative:
Initial information for this complaint was filed under report # 219930-2002-00059 on paper on 03/15/2002. A supplemental report for this event was inadvertently filed under report # 1219930-2018-01687 containing updated UDI information only. Based on recent discussion with the FDA, a request was made to file the information on an individual 3500a to align with the report number submitted on the supplemental report. Investigation summary: no product sample or valid lot number was provided by the complainant. Without this information a detailed investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information obtained from notice of litigation. The instrument was used during a lavh that was performed on or above (B)(6) 1999. Reportedly, nonabsorbable sutures were used during the procedure and the patient experienced pain, severe infections, excessive bleeding and had to undergo additional medical treatment. A search was done of the database and there was no matching file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.